Event description:
While injecting contrast for CT perfusion study on a code stroke pt, I heard a loud pop. The injector continued to act appropriately for the remainder of the exam. When completed, we entered the CT room to return pt to her bed and noticed the contrast syringe had broken at the base, with a few pieces stuck under the plunger.